Manufacturer narrative:
Reporter information: (B)(6). Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to ECG lead trunk cable failure. The root cause of the ECG lead trunk cable failure could not be determined. The issue was resolved by replacing ECG lead trunk cable and the product is back in service.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the ECG waveform could not be displayed properly. Device was not in clinical use at the time of event. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.